Event description:
The physician reports that the crystalens tore when delivering the lens in the eye. Intervention was performed intraoperatively to remove the damaged lens and suture the incision. A second lens was implanted successfully and the pt's prognosis is good.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to handling.